Event description:
It was reported that the patient presented with post-paced t-wave over-sensing on the implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences.

Event description:
New information indicates that programming changes were performed on 1 sep 2022. The patient was in fine condition.